Event description:
During davinci hysterectomy, monopolar curved scissor was being used. End of plastic tip cover accessory burned/melted and arcing of cautery occurred - spark hit uterus. Instrument removed, new tip cover accessory put on but physician still saw arcing occur up instrument. New monopolar instrument opened and used. One monopolar had 1 life left and one had 2 lives left. No harm to patient.